Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported tissue sticking to the device. The teeth of instrument stuck to the tissue after sealing. When surgeon opened the jaws and removed from tissue the jaws stuck to the tissue causing the tissue to tear which led to bleeding. Another lf1637 was opened to complete the procedure. Patient current status is fine. No other information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported this was a duplicate report of mfg report # 1717344-2016-01127. The internal tracking number for the duplicate report is (B)(4). All further information regarding the complaint issue will be associated with mfg report # 1717344-2016-01127.